Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision in which no liquid was found in the reservoir. A new kit was used; however, no devices were removed or replaced. There were no patient complications.